Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. It was noted that they were unable to test the sensor link due to the unresponsive button. It was noted that no numbers were scrolling during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the esc and act buttons were unresponsive. Customer stated that when she tries to bolus, the numbers go up uncontrollably. Customer's blood glucose was 258 mg/dl. Customer stated that she was outside with the pump by the pool and the heat was not extreme. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.